Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the evis exera iii bronchovideoscope had no picture and unsatisfactory c-tube. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to correct/clarify information provided in the initial medwatch report, to provide information that was inadvertently left out of the initial medwatch and the supplemental medwatch, and to provide additional information based on the legal manufacturer's final investigation. Corrected fields: b5, g2, h8 updated fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that electrical contacts of the device had temporary bad electrical contact for some reason causing the reported issue (no image). However, a definitive root cause could not be determined. The IFU (operation manual) describes examples of cases where images are not displayed as follows: ¿important information please read before use precautions for disappeared or frozen endoscopic image: warning connect the endoscope connector to the light source completely by pushing the endoscope connector until it clicks. Otherwise, a faulty contact can result.¿ ¿5.2 troubleshooting guide image quality or brightness: the image is not displayed. Possible cause: foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts on the endoscope connector. Solutions: wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them as described in section 3.3, ¿inspection of the endoscope¿. After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right.¿ the IFU (operation manual) describes the pre-use inspection of the equipment as follows. ¿3.1 the workflow of preparation and inspection before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. The IFU (operation manual) describes how to respond when an image abnormality occurs in the device as follows. ¿5.3 withdrawal of the endoscope with an irregularity if an irregularity occurs while the endoscope is in use, take proper measures as described in either ¿withdrawal when the wli and nbi endoscopic images appear on the monitor¿, ¿withdrawal when either the wli or the nbi endoscopic image does not appear on the monitor¿ or ¿withdrawal when no endoscopic image appears on the monitor or a frozen image cannot be restored¿. The reported issue (unsatisfactory c-tube) was confirmed. It was observed that the connecting tube buckled. In addition, service found that the adhesive on the bending section cover was separated. Per the legal manufacturer, these defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
Clarification to information provided in the initial report: this report is being submitted for the reportable malfunction of no image.

Manufacturer narrative:
This report is being supplemented to provide additional information on device evaluation results. The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.